Manufacturer narrative:
Of the 2 devices, both lot numbers for the devices were provided, a lot history review will be performed. Both samples were not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device was labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model 0600600 chronic catheter allegedly experienced fracture. These reports were received from various sources. Of the two events, both involved patients with no patient consequences. Age, weight, and gender were not provided for both patients.